Event description:
After wearing an insulin pump for over 10 years and using the same type of insulin, I trialed a new infusion site location. Typically, I place the "insulin" infusion sites on my abdomen or "love handle" area. For the first time, I tried wearing the omnipod dash infusion pump on my arm and filled the pump, with humalog insulin as per manufacturer's specifications (I have taken this medication for many years, approx 20 of the 25 I have lived with diabetes) insulin pump as expected for two days and removed the disposable insulin pump after approx 48 hours of use. After removing the insulin pump, I noticed a depression beneath my skin (lipodystrophy), which I have never seen or experienced before in the nearly 20 years I have used an insulin pump and insulin. As days and weeks passed, the depression did not improve and continued to take on the appearance of a "divot" in the back of my arm. There have been no changes to my medical history during this time. My blood sugars continue to me managed well and are stable as consistent.